Event description:
It was reported that during follow-up, noise episodes were observed on the right ventricular lead. The lead was capped and replaced. The patient's condition was stable following the procedure.

Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During follow-up, fluoroscopy revealed possible externalized conductors on the right ventricular lead. No further action has been taken as the electrical parameters were good and the patient is stable.